Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end of stent damaged and moved in a distal direction on the balloon over the markerband. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23feb2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. However, return device analysis revealed stent damage.